Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open blisters, hives, and a red, itchy, raised skin irritation. It was reported that the patient is taking a medication that can cause the skin to be itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed triamcinolone cream. Follow up indicated that the cream is helping with the skin irritation.